Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous arteriovenous fistula. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres, the balloon ruptured. The device was removed and a pinhole on the balloon was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).